Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to a loss of fluid caused by a hole in one of the cylinders. It is unsure if the cylinder puncture occurred at implant. A surgical procedure was performed to remove and replace all the components. No patient complications were reported.